Event description:
A malfunction alarm was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.